Event description:
It was reported "on splitting the peel away sheath, the top white hard plastic detached from the white/blue plastic with one cm of sheath remaining in patients skin, last one cm of sheath removed from patient by hand. Midline inserted and functioning well." No patient harm or injury. There was no delay to therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The complaint of a peel-away sheath tab breaking off was able to be confirmed by the photo. Only one half of the peel-away was pictured. The edges along the score line also appear jagged; however, this cannot be confirmed without the sample re-turned for analysis. A device history record review was performed, and three relevant findings were identified. The report of a separated peel-away sheath tab was confirmed through complaint investigation of the customer supplied photos. Visual analysis of the photos revealed that the sheath extrusion had separated from one of the tabs. Based on the customer report and the photos, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4) to (B)(4).

Event description:
It was reported "on splitting the peel away sheath, the top white hard plastic detached from the white/blue plastic with one cm of sheath remaining in patients skin, last one cm of sheath removed from patient by hand. Midline inserted and functioning well." No patient harm or injury. There was no delay to therapy. The patient's current condition is reported as "fine".